Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. During the checkup auto capture threshold tests were attempted on the pacemaker. During interrogation an error message saying "abnormal condition" was noted. It was due to some magnetic interference. The magnetic response was programmed off, the tests were performed successfully and the magnet response was returned to the previous programming. There were no adverse consequences to the patient.